Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced postoperative refraction outcome in the left eye with result greater than one diopter after one week of refractive surgery. There was no medical intervention reported, additionally surgery was completed on the same day. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11 a review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of the patient¿s left eye was performed successfully with one interruption. The interruption was caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. No technical root cause could be identified. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No root cause for the reported event could be determined, as the device and the surgical procedure was found to meet specifications. The manufacturer internal reference number is: (B)(4).